Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, after the jagwire guidewire was inserted into the duodenal papilla and cross through the bile duct, the hydrophilic tip detached, exposing the tip of the metal corewire. An x-ray check located the detached fragment. The physician withdrew the guidewire and used a basket to retrieve the detached tip. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.